Event description:
Hearing performance with the device is affected. The bilateral ci user experienced head trauma on (B)(6) 2024 and subsequently visited the hospital on (B)(6) 2024, where swelling was found behind the ear/around the mastoid.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. There was a sudden loss of hearing benefit just after a head trauma, although the user previously showed good benefit. There was bruising but no swelling. The bilateral ci user experienced head trauma on 16.jun.2024 and subsequently visited the hospital on (B)(6) 2024, where swelling was found behind the ear/around the mastoid. The user was reimplanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. Further there was swelling behind the ear likely caused by the reported trauma. All the problems given in the recipient report appear to match well with this finding. This is a final report.